Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -8.50/4.50/002 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a shorter length lens of different axis due to excessive vault but the problem was not resolved.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).